Event description:
Caller reported that the t:slim x2 pump battery would not charge, and despite using the proper equipment and attempting various troubleshooting steps, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided instructions for using a backup insulin therapy and returning the faulty pump.